Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an alert 38 with a replacement pump. The user was advised to perform a supply change with all new supplies, which proceeded without issue. Blood glucose was no affected.